Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. As a result, the electrode was exposed. The mbf instrument passed the electrical continuity test after the instrument grips were manually manipulated. The instrument delivered energy with no signs of arcing after every attempt on the in-house system. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image was consistent with the alleged complaint of thermal damage on the yaw pulley. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during central processing, thermal damage was found on the pulley cover of the maryland bipolar forceps (mbf) instrument. The mbf instrument was last used in a radical prostatectomy procedure. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.